Event description:
Medical provider was testing participant for covid-19 (using a quest pbs phosphate buffered saline np swab) that was placed in the nares. Before provider could spin swab, it broke in participant's nose. Provider was unable to remove it from posterior aspect of nose. It subsequently ended up in the pharynx where she swallowed it. She did not have any difficulty swallowing. Labone inc subsidiary of quest diagnostics, (B)(4). Us. Kit lot # i5mu4-04/14/2021. FDA safety report ID# (B)(4).